Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that error code 1102- primary alarm failed. The system was not in clinical use; there was no reported harm to patient or user. The device was removed from service. Biomed has confirmed diagnostic code 1102 in the v60 significant event log. The remote service engineer (rse) advised the customer with the troubleshooting steps for primary alarm failure issues per service manual. The rse provided biomed with the part number for the v60 speaker.